Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("excessive and abnormal bleeding during menstruation") in a female patient who had essure (ess205) inserted for female sterilisation. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of the device). Essure (ess205) was removed in 2010. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.